Event description:
Alleged malfunction-reporter alleged blood glucose monitoring device read 200 mg/dl and one hour later read 54 mg/dl. It was reported customer did not take normal insulin after reading, but took reading when not feeling well. Reporter stated self treated to elevate glucose, however, 2 hours later meter was 129 mg/dl, but felt low so did not take insulin and went to the emergency room (ER). It was reported customer measured a 229 mg/dl after eating and within 20 minutes of arriving at the ER, their meter measured 459 mg/dl. No treatment was reportedly received and controls were alleged tested and within range the day of alleged incident. A request was made for the return of the suspect device and replacement product was sent.